Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer recieved a no delivery alarm while trying to fill the tubing. The customer's blood glucose was 125 mg/dl. The customer's insulin pump began working again at the time of the call and thus declined troubleshooting for the no delivery alarm. Nothing further reported.